Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1km3v, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep was at the stage 1 lead implant and was told about the previous lead removal for an infection. The rep thought they were removed about 6 months after being implanted. There were no further complications reported.